Event description:
It was reported that the patient experienced muscle stimulation. - the patient felt shock -. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.